Event description:
On (B)(6) 2023, the patient had an endovascular procedure using a gore® excluder®aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis (ibe). On (B)(6) 2024, the patient had a repeat CT scan on which showed a proximal type I endoleak which required proximal extension to improve the seal. On (B)(6) 2024, the patient underwent endovascular procedure and a rlt351414/(B)(6) was extended using a gore® excluder® conformable aaa endoprosthesis because the excluder from the original procedure did not sit as well as expected in the aortic neck. The aortic extender was implanted to maximize the seal zone and improve the seal from the left renal artery to within the originally implanted rlt351414. The cxa360005e/(B)(6) moved forward significantly (approximately 10mm proximal migration) on the deployment and covered the left renal artery. A balloon (unknown) was then inserted and inflated to attempt to pull the conformable extender below the renal artery. Slight downwards movement was achieved but still partially covered the renal artery. As there was a pigtail from the left side between the aorta and the conformable extender, the decision was made by the physician to snare a wire from the pigtail to obtain through and through access. This enabled the physician to pull the device below the left renal artery and then a second aortic extender (cxa360005e/(B)(6)) was used to bridge the original excluder and the aortic extender. Final run showed that the left renal filling well. The procedure was completed without further incident. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c21- a review of the manufacturing records for the device is going to be conducted. Investigation is in process. The device remains implanted and is not available for investigation. Further information will be provided. The image of the anatomy prior to insertion was provided to gore. The imaging evaluation is going to be conducted. The post op images were requested, however, the hospital was not willing to provide them. Please note that the gore® excluder® conformable aaa aortic extender endoprosthesis (cxa360005e/(B)(6)) was reported separately and covered by the manufacturer report number 3007284313-2024-03262. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient had an endovascular procedure using a gore® excluder®aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis (ibe). On (B)(6) 2024, the patient had a repeat CT scan on which showed a proximal type I endoleak which required proximal extension to improve the seal. On (B)(6) 2024, the patient underwent endovascular procedure and a rlt351414 / (B)(6) was extended using a gore® excluder® conformable aaa endoprosthesis because the excluder from original procedure did not sit as well as expected in the aortic neck. The aortic extender was implanted to maximize the seal zone and improve the seal from the left renal artery to within the originally implanted rlt351414. A glidewire advantage® (260cm) inserted through the right-side access and a dsf1833/unknown advanced into aorta and left above renal arteries. It was reported that a gore® excluder® conformable aaa endoprosthesis (cxa360005e/ (B)(6)) was advanced to target vessel (left renal artery). Reportedly, the sheath withdrawn, and conformable proximal markers were right on left renal ostium. Gore® dryseal flex introducer sheath was retracted, and some angulation control was initiated and then subsequent deployment in a continuous fashion. The cxa360005e/ (B)(6) moved forward significantly (approximately 10mm proximal migration) on the deployment and covered the left renal artery. A balloon (unknown) was then inserted and inflated to attempt to pull the conformable extender below the renal artery. Slight downwards movement was achieved but still partially covered the renal artery. As there was a pigtail from the left side between the aorta and the conformable extender, the decision was made by the physician to snare a wire from the pigtail to obtain through and through access. This enabled the physician to pull the device below the left renal artery and then a second aortic extender (cxa360005e/ (B)(6)) was used to bridge the original excluder and the aortic extender. Final run showed that the left renal filling well. The procedure was completed without further incident. It was reported that the cause of the device migration remains unknown. According to the physician, a proximal aortic neck angulation could of potentially acted as a fulcrum point shifting any stored energy in the cxa360005e from being released on deployment.

Manufacturer narrative:
B5: event description was updated. B6: imaging evaluation was added. C22: the image of the anatomy prior to insertion was provided to gore. Imaging cannot manipulate the jped image. The post op images were requested, however, the hospital was not willing to provide them. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the information provided, a proximal aortic neck angulation could cause the problem. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as proximal aortic neck angulation = 60°. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 60°). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleak. Please note that the gore® excluder® conformable aaa endoprosthesis (cxa360005e/ (B)(6)) was reported separately and covered by the manufacturer report number 3007284313-2024-03262.